Manufacturer narrative:
Continuation of d10: product ID a810 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an external device. It was reported that a refill nurse got a new tablet after returning to work about four weeks prior to the report and had been getting a "red alert" at each refill, which said that the session had been ended. The reporter inquired if there was a software update that was requiring users to end their sessions immediately after the update. The reporter normally waited about "10 minutes or so", but was now receiving this error message. The reporter planned to call back the following day with the specific error code if it happened again at the patient's refill. The reporter called back technical services on 2023-08-01 and reported error code "338", indicating that connection was interrupted. Technical services reviewed recommendations for continuing the session so it would not get interrupted. No patient symptoms or complications were reported. Additional information received from the healthcare provider (hcp) indicated that the issue was still occurring. If hcp did not end the session, the application/tablet would end it automatically. This usually did not cause an issue, but sometimes the hcp had to start the session over and re-enter data. The time-outs seemed to occur after not touching the tablet for 10 minutes. The synchromed application software version was unknown. The tablet model was galaxy s5e.